Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had 2 bad sensors and 1 bad quick set. Customer stated that she was filling her reservoir and she had a hard time getting no bubbles. Customer put in her pump and no insulin came out. Customer received a no delivery alarm. Customer thinks that she may have had a leak in her tubing or reservoir. Customer did not want to troubleshoot for air bubbles. Customer stated that she pulled the reservoir out and there was no insulin the reservoir. Customer stated that the tubing did not come apart and the pump was not dropped with the set in place. Customer will send back the infusion set.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.